Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay, a cracked case behind device near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Device was also received with normal operating currents. Device was also monitored for several hours and no unexpected failed battery test or battery failed alert, powering/shutting off or blank display noted. (B)(4).

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated insulin pump was shut off and they tries new batteries they all were failed. Customer were refused to check issue for troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.